Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement inside patient occurred. The target lesion was located in the proximal right coronary artery. A 3.0mmx16mm synergy ii everolimus-eluting stent was implanted on the target lesion and post-dilated with a 4.0mmx12mm nc balloon. A 3.50mmx20mm synergy ii everolimus-eluting stent was advanced through the previously placed stent; however upon pulling back the device, the stent had came off the balloon and lodged inside the previously placed stent. A 2.0mm compliant balloon was advanced to dilate the dislodged stent. The physician then took another 4.0mmx20mm nc balloon for post-dilation and the procedure was completed. No further patient complications were reported and the patient's status was fine.